Manufacturer narrative:
Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, a21, self test, rewind test and displacement test or verify battery out limited alarm due to missing spring. Insulin pump received with cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm. The customer stated they received low battery alert prior to the off no power alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.